Manufacturer narrative:
The investigation for the reported hemolysis and thrombus has been completed. The impella was not been returned for evaluation. According to the clinical, on the first day of impella cp support the patient experience suction events. In an attempt to resolve the issue the pump was repositioned. Although it was accidentally pulled into the aorta it was successfully advanced back into the correct position. The next day the pump was repositioned a second time due to hemolysis concerns and the belief that the pump had become caught in the papillary muscles. After repositioning the device a thrombus was discovered in the lv. The decision was then made to explant the pump and replace it with another device. No product was returned for a visual inspection. Data log analysis confirmed the presence of suction alarms and positioning issues. The most likely cause of the hemolysis was improper positioning. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿

Event description:
The complainant reported that the 67-year-old male patient was brought to the lab to reposition impella cp due to ongoing hemolysis throughout the night. It was felt that the impella was caught up under papillary muscle and was unable to be repositioned. Echo in cath lab then revealed a thrombus in the left ventricle. Some clot was dislodged and was pulled out attached to the pigtail. The physician felt strongly that the clot was there before impella was placed. The impella was therefore removed, and the patient was then placed on a balloon pump (iabp) and sent back to the unit.